Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz systems were returned. The log file analysis concluded that the tacticath catheter performed as intended with both tactisys quartz systems. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files obtained from both tactisys quartz systems. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 3005334138-2019-00267. During an ablation procedure for persistent atrial fibrillation (af) a cardiac perforation occurred. Following successful transseptal access under fluoroscopic and intracardiac echocardiography (ice) guidance, the geometry was mapped utilizing the advisor hd grid mapping catheter. When mapping was complete, ablation was started in the left superior pulmonary vein (lspv). Approximately 10-20 minutes into ablation contact force data had stopped displaying and an error message appeared stating ethernet connection was lost. Ablation was completed with a new tacitsys quartz system. At the end of the procedure when the patient was being cardioverted they went into right af and the catheter was pulled back into the right atrium to ablate the cavotricuspid isthmus. The catheter was then inserted back into the left atrium (la) when the patient went into left af. The la was mapped and ablated and additional lesions were needed at the lspv to terminate the af. The user returned to the cti line for additional lesions when an effusion was noted on ice. There were no patient symptoms but a pericardiocentesis was done to stop the bleeding. Approximately 45-60 minutes later the patient was transferred to surgery to repair the perforation in the left superior vein/left atrial junction. Following surgery the patient was transferred to the intensive care unit to recover. There were no performance issues with any abbott device that contributed to the cardiac perforation.